Event description:
It was reported a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 24mm watchman laa closure device & delivery system (wds) were used. 5,500 units of heparin were administered and the patient's activated clotting time (act) was measured at 180 seconds. The closure device was deployed, but was too proximal. It was noticed there was a thrombus on the device. An additional 5,500 units of heparin were administered, and a second act was performed and found to be 136 seconds. The physician attached a syringe to the wds and aspirated while recapturing the closure device. After recapturing the 24mm device, they noticed that there was still a clot in the proximity of the was. They then attached a syringe to the was and aspirated through the flush port. They noticed that the clot was attached to the side hole of the was, so they advanced a wire through the was, into the pulmonary vein and removed the was. Upon removal of the was, the clot was lodged in the side hole of the was. The was exchanged for a single curve was and successfully implanted a new 24mm closure device without further incident. Additional heparin was administered and an act was performed and found to be 361 seconds. After the procedure, the patient awoke in the cath lab and a neurological assessment was performed. The patient exhibited appropriate neurological and cognitive behavior and was discharged the following day as planned.